Event description:
Follow up revealed that the patient underwent surgical intervention on an unknown date to have their system evaluated. When the lead was removed and tested, it came back with impedances within normal range. As a result, the physician decided to implant an extension with the existing lead. The issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Diagnostic testing was done and confirmed impedance issues on the lead. X-rays were ordered, however the results are unknown. As a result, surgical intervention is pending to address this issue.